Event description:
A malfunction on the pump was reported by the caller, though no notable events occurred prior to the incident. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears; the caller acknowledged and understood these instructions.